Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material approximately 45mm distal of the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2017. It was reported that balloon leak occurred. The almost 50% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. An 8.0 x 80 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated once at 10 atmospheres; however, it was noted under contrast that the balloon deflated, and blood was noted in the inflator and balloon. The device was completely removed from the patient and no visible damage like pinhole or tear was noted on the balloon. The procedure was completed with another 8.0 x 80 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed a balloon pinhole.